Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated they didn't not eat soon enough and ate food to treat for low readings. The blood glucose reading and sensor reading had a large difference. Sensor reading was 187 mg/dl. Troubleshooting was conducted for sensor and difference between blood glucose reading and sensor reading. The sensor was five days old. Advised the customer a replacement sensor will be sent. The products will not be returned for analysis.